Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they absence of no delivery alarm. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 246 mg/dl. The customer was treated with bolus. Customer¿s mother stated that they got insulin flow blocked alarm, but the pump did not alarm. Customer was advised to change fill cannula. The insulin pump will not be returned for analysis.